Manufacturer narrative:
Initial reporter phone no. (B)(6). The lot was manufactured between august 03, 2018 to august 04, 2018. Two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area of sample 1, no leak was observed of sample 2. The reported condition was verified in sample one; however, not verified for sample two. The cause of the reported condition was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were defective. The defect was further described as a leak coming from the spike port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.